Manufacturer narrative:
Citation: yuhei kasai et al. Successful radiofrequency ablation via transseptal approach for premature ventricular contractions originating from left ventricular outflow tract following self-expanding transcatheter aortic valve I. J arrhythm. Feb 13;41(1):e70025. 2025. 10.1002/joa3.70025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent implant of a medtronic 26-mm evolut pro+ bioprosthetic valve for aortic stenosis. Approximately three years later the patient presented with dyspnea and palpitations. A 24-hour holter electrocardiogram (ECG) revealed premature ventricular contractions (pvcs) originating from the left ventricular outflow tract. Medicinal treatment was infective. Subsequently the patient underwent radiofrequency catheter ablation which resulted in immediate cessation of the pvcs. At the six-month follow-up, holter monitoring showed a dramatic reduction in pvc burden with no evidence of structural valve dysfunction. No further information was provided pertaining to medtronic products.